Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-may-2028, UDI#: (B)(4), h3: product ID: 977c265, serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was damaged caused/discovered during surgery. Contact 11 was out when checking connectivity during implant procedure. Took lead out and wiped it down with wet and dry gauze reinserted lead into the 8-15 port. Still showed contact out. Switched ports and it still showed the same contact out in the 0-7 port. Physician requested new lead. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep clarified that no physical damaged was noted, only impedances during surgery. It was unknown if impedances were high or low. Contact was red on connectivity check and would not clear after multiple attempts to wipe it down with wet and dry gauze. Physician requested a new lead. No new information